Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 14f amplatzer amulet delivery sheath was chosen as the delivery system for a 25 mm amplatzer amulet. During the laao procedure, difficulty was encountered while advancing the delivery sheath over the 0.035" guidewire at the iliac level due to venous anatomy. The sheath was retrieved and found to have damage at the tip, with the dilator appearing cut into two pieces. The damage was noticed at the iliac vein level, and the delivery sheath had been introduced over the guidewire before the split tip was observed. The procedure was completed using a new 12f amplatzer amulet delivery sheath. None of the devices had been in contact with the damaged delivery sheath. 22 mm amplatzer amulet and 25 mm amplatzer amulet were attempted without success, and ultimately a non- abbott device of size 24 mm was implanted instead. The procedure was completed using a 12f amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
An event of difficult to advance and split sheath/dilator tip was reported. The device was returned to abbott for investigation and the split sheath/dilator tip was confirmed. Additionally, the observed bent damage on the returned delivery system may have resulted from shipping or transportation-related stress in the return to abbott. Two photos were received from the field, both appearing to have a split on the tip of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, exception (issue) 130010 was initiated on (B)(6) 2023 to further investigate this complaint. The primary root cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of the noted dilator being cut into two pieces.

Event description:
It was reported that on (B)(6) 2025, a 14f amplatzer amulet delivery sheath was chosen as the delivery system for a 25mm amplatzer amulet. During the laao procedure, difficulty was encountered while advancing the delivery sheath over the 0.035" guidewire at the iliac level due to venous anatomy. The sheath was retrieved and found to have damage at the tip, with the dilator appearing cut into two pieces. The damage was noticed at the iliac vein level, and the delivery sheath had been introduced over the guidewire before the split tip was observed. The procedure was completed using a new 12f amplatzer amulet delivery sheath. None of the devices had been in contact with the damaged delivery sheath. 22mm amplatzer amulet and 25mm amplatzer amulet were attempted without success, and ultimately a non- abbott device of size 24 mm was implanted instead. The account contact confirmed that there were no malfunctions noted in either of the abbott devices and it was recaptured because of instability of the device, as the close criteria were not met. The procedure was completed using a 12f amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure and no adverse patient effects.